Event description:
It was reported that the patient outcome that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy would be performed. The pump would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The customer communicated that no additional information will be provided due to patient privacy laws. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.